Manufacturer narrative:
The insulin pump passed the displacement, prime and excessive no delivery test. No excessive no delivery alarm was noted. However, the pump was received with loud motor noise during rewind due to faulty motor. The pump passed the rewind and basic occlusion test. No unexpected pump starts on its own during testing was noted. The pump passed the unexpected error test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call of rewind anomaly and excessive no deliveries from the insulin pump. The customer's blood glucose reading was 204 mg/dl. The customer stated that the pump alarmed no delivery during fill tubing. The customer stated that the alarm occurred during manual prime. The customer stated that the no delivery was recurring. The customer stated that the issue has not been resolved. The customer was advised to replace the plunger and manually push plunger to verify insulin exited the tubing. The customer stated that insulin did exit. The customer stated that the pump made a weird funky noise while rewinding. The customer will return the pump for analysis.